Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they tried to connect to the ins yesterday and saw a message that the battery was low. Helped caller connect to implant and they were seeing the message internal device battery was low, connect your clinic. The caller noted that the last time they checked the device was over a year ago. Reviewed that we don't know when the battery went to low and therefore do not know how much time was left. The caller noted that they were on 6.6ma on program 7. The patient was redirected to their healthcare provider (hcp) to further address the issue.